Event description:
The surgeon encountered difficulty lifting the flap left eye of a patient during the flap creation procedure. There was considerable resistance noted at 11 o'clock, predominantly on the bed cut rather than the side cut. The surgeon employed a relatively low energy approach for treatment. There was no patient harm was been reported. There are multiple related reports for this event. This report addresses the unknown patient left eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified at the latest instance on july eighteenth twenty twenty-three i.e., before the treatment day and confirmed system met specifications as per service installation record. An initial assessment by the associated field service engineer who first received the notification, suspects user settings or surgeon technique as contributing factors and advised the surgeon to contact a clinical application specialist to improve on those. The review of logfile for the day of treatment twenty twenty-three shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was only performed during start-up and not as recommended every two hours. Logfile shows five successfully performed treatments. The reported treatment could not be identified in the logfile due to missing treatment report. No technical root cause could be identified. Sticky flaps or strong grips when lifting flap are often reported when line and spot separation are not selected according to the patient¿s cornea conditions. Flap thickness and other factors during procedure may be contributing factors. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).